Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports that the hearing performance with the device is affected. A reimplantation surgery is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Additionally the device could be moved at the time of explantation, which has most likely caused the observed damage. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported that the hearing performance with the device had been affected since (B)(6) 2019. However, it was decided at that time to wait and monitor the user due to his age and health. The user has been reimplanted with a new device.